Manufacturer narrative:
(H3) the evaluation of the revision based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
Approximately 9 years post op the initial knee implant, this (B)(6) y/o female developed a periprosthetic infection in the left knee. The tibial insert was replaced. The patient was last known to be in stable condition following the event. Devices will not be returning as it was discarded at the hospital. The patient has a history of rheumatoid, heart failure, recent septic episodes, history of gi bleed, multiple comorbidities.